Manufacturer narrative:
Missed marking the health professional in the g2 section, but that has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The results of the medical safety assessment concluded that event and its severity are known and labeled per ossicular prosthesis rmr101-1 rev. 11.0, and IFU m989955a001 b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature article was reviewed regarding transmembranous piston extrusion after stapedotomy: a rare complication, four cases of piston extrusion after stapedotomy were reported in this article. Two of the cases used a medtronic teflon prosthesis. Patient came to the outpatient clinic five years after a successful malleostapediopexy. Partial piston extrusion was visible during otoscopy. During revision surgery, a new piston was placed around the malleus, with a piece of tragal cartilage below the tm. Restoration of conductive loss was encountered six weeks after surgery, though a deterioration of the perceptive hearing loss (from 25 to 40 db pta) was noted after short-term follow-up.